Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the oxygenator possibly failed. The product was changed out. Procedure was delayed for 10 minutes. There was approximately 350ml of blood loss. Pt required internal cardiac massage and ventilation by anesthesia. Pt transfused with 1 unit of homologous rbc's later in the case. There was no harm to the pt. The surgery was completed successfully.